Manufacturer narrative:
(B)(4).

Event description:
Reportedly, it was not possible to open the patient file saved on (B)(6) 2014 (message mentioning "unreadable file" got displayed).

Event description:
Reportedly, it was not possible to open the patient file saved on (B)(4) 2014 (message mentioning "unreadable file" got displayed).